Event description:
Upon inspection of the unit by the brakes could have reduced braking force due to worn casters. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.